Event description:
During an atrioventricular reentrant tachycardia procedure, a prolonged procedure occurred due to a contact force issue and the troubleshooting involved in order to resolve the issue. Ultimately the catheter was exchanged and the procedure was able to be completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue remains unknown.